Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was consulted and noted ectopic beats prior to a ventricular tachycardia (vt) episode. It was suspected that the vt was caused by the patient's underlying condition. No adverse patient effects were reported. This crt-d remains in service. Additional information was received and this crt-d was explanted a couple of months after the reported allegation. No additional adverse patient effects were reported. This product has returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was consulted and noted ectopic beats prior to a ventricular tachycardia (vt) episode. It was suspected that the vt was caused by the patient's underlying condition. No adverse patient effects were reported. This crt-d remains in service. Additional information was received and this crt-d was explanted a couple of months after the reported allegation. No additional adverse patient effects were reported. This product has returned for analysis.